Event description:
During the routine follow-up of the device involved in this report, the heart rate curve showed a heart rate at zero for several weeks. Preliminary analysis revealed that this event resulted from the data effectively saved in device memory. Therefore, a device re-initialisation was recommended. The date of the intervention is not known yet.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. The analysis is pending.